Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that parts of the display and script was missing on the pump touch screen. Blood glucose was not impacted. Reportedly, the customer had an alternate method of insulin delivery.